Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 170 dialyzer. Upon initiation of treatment, pt complained of itching, and hives were observed. Pt was administered an unreported amount of benadryl. Treatment was continued with the same dialyzer without further incident. Per hcp, the night prior to treatment, pt was admitted to the hosp for food poisoning. Hcp did not have info regarding medications administered and feels that the incident may be related to the food poisoning. Per hcp, pt often complains of itching and "likes benadryl". Per hcp, the pt has dialyzed successfully without further incident.